Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery on (B)(6) 2019 due to post op fracture. Surgeon implanted competitor's device. Further information, including explanted product information or date of primary surgery is unknown.